Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer contacted philips requesting a replacement battery that was under contract. There was no reported patient involvement/adverse patient impact.